Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that a patient was injected in the lips with juvéderm® volbella¿ xc. The patient had ¿an allergic reaction¿ in the smile lines, lateral to the oral commissures, described as ¿inflammation that was localized into a nodular formation but not a true nodule.¿ an ¿infection¿ was suspected. The patient was treated with antibiotics, but the area had to be dissolved as it ¿started to firm up.¿ afterwards, the patient was injected in the smile lines with juvéderm® vollure¿ xc. Patient also "had a red inflamed nodule in upper zygomatic area (cheek) that occurred around the same time as the juvéderm® volbella¿ xc reaction" a week after injection but patient was never injected in that area before. Later, patient also reported the reaction happened after the 2nd time when patient received restylane in the same area. The areas were dissolved but only one area successfully resolving so hcp had to dissolve again. Patient symptoms are improving. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03185 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, juvéderm® volbella¿ xc.